Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with right ventricular myopotential over-sensing and pacing inhibition on (B)(6) 2021. Programming changes were suggested but not made as of yet. The patient was stable.